Manufacturer narrative:
A follow up report will be filed after the devices are received and the quality investigation has been completed. Not yet received for evaluation.

Manufacturer narrative:
The reported event of the console cutting out due to saline line failure or a frequency annunciator was not duplicated and no failures were confirmed. Upon disassembly, there were no observed failures that could lead to the reported event. The device was cleaned, lubricated, and adjusted. Based on a review of trending and the manufacturer's instructions for use, failure of the powerboard, irrigation/pinch valve, sequence board, flow rate, and lack of irrigation supply can cause or contribute to irrigation failure. Based on the manufacturer's instructions for use, a frequency alarm can occur if the console is damaged, the handpiece is damaged, the tip is installed incorrectly, or the suction system is clogged. When a frequency annunciator is present the ultrasonic function of the device will cease.

Event description:
It was reported that the sonopet system was being used in a procedure when it stopped working, possibly due to the frequency alarm going off or an alleged failure with the saline supply line. Attempts to obtain additional information were made, but were not successful.

Event description:
It was reported that the sonopet system was being used in a procedure when it stopped working, possibly due to the frequency alarm going off or an alleged failure with the saline supply line. Attempts to obtain additional information were made, but were not successful.